Event description:
While servicing the ventilator, the manufacturer's service technician noted a diagnostic code in the ventilator's code log history indicating an o2 valve stuck closed occurrence. The customer did not report the occurrence during any previous usage. When questioned about the finding, the customer reported the ventilator was not in use at the time, therefore, there was no patient involvement or harm. Upon detection of an oxygen valve stuck closed, the ventilator will continue to function using an air gas source. The ventilator will alarm upon occurrence of an o2 valve stuck closed. The service technician was unable to duplicate the reported problem. Applicable final testing was completed and the unit passed all tests to specification.

Manufacturer narrative:
Na